Event description:
Had the essure implants since 2006. Have had numerous side effects, stabbing pain in abdomen. Painful breast, constant yeast infections, high blood pressure, dx of pmdd, swelling of leg, ankles, abdomen, restless leg syndrome, heavy menstrual cycle, blood clots the size of golf balls, no libido.